Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 31 unopened pouches. There are no previous complaints of this code/batch. There are 12 units in OEM stock. Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle and thread detachment. This has happened in different gyn procedures.